Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed through both archive data review and functional testing. User advisory 45 is triggered when the platform's driveshaft is not in its designated "home" position. This condition is typically resolved by manually pulling up on the lifeband until it is fully extended, which returns the driveshaft to the home position. During evaluation, the encoder driveshaft on the platform did not rotate smoothly and exhibited binding and resistance. This was caused by a heavily sticky clutch plate, which may have made it difficult for the user to manually rotate the driveshaft to its "home" position before turning the device on. Reviewing the archive data showed multiple user advisory 45 (not at "home" position after power-on/restart) on the event date, confirming the customer's reported complaint. The platform failed the preliminary functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. Inspection revealed that the encoder driveshaft did not rotate smoothly and exhibited binding and resistance due to a heavily sticky clutch plate. This condition was likely caused by sharp edges on all 12 hex surfaces of the armature plate and/or a surface burr on the clutch rotor, consistent with normal wear and frequent device use. The autopulse platform was manufactured in november 2017 and is over 8 years old; the clutch plate was last deburred during service at zoll in 2023. The clutch plate was deburred to resolve the issue, and the driveshaft was subsequently rotated to its "home" position to remedy the complaint. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart). User advisory 45 persisted even after fully extending the lifeband and restarting. The autopulse platform was taken out of service, and manual CPR was performed. No consequences or impacts on the patient.